Manufacturer narrative:
The devices were discarded. X-rays were provided which confirmed lead migration. Without the return of the device, definitive root cause of the migration event is not able to be determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "lead migration or suboptimal placement, which may result in undesirable stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)" as a result of these risks. The manufacturing records were reviewed. Product met all requirements for release.

Event description:
Following the permanent implant procedure and initial programming, the patient reported unintended stimulation in the stomach and ribcage. X-rays were obtained and confirmed lead migration. A lead revision was completed to resolve the reported event and restore adequate therapy to the patient.